Event description:
It was reported that the customer's insulin pump was not working and that she experienced high blood glucose levels for several days. The customer's blood glucose was 333 mg/dl and she entered 35 carbohydrates into the insulin pump. However, the insulin pump only delivered 2.5 units, and the customer did not believe that was right. The customer stated that she would monitor the insulin pump. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.